Event description:
It was reported that inappropriate anti-tachycardia pacing (atp) and shock was provided due to oversensing on this cardiac resynchronization therapy defibrillator (crt-d). Ventricular tachycardia (vt) was present with a rate of 120 bpm, however due the broad intrinsic qrs morphology, the signals were double counted and thus falling into the ventricular fibrillation (vf) treatment zone. 9 unsuccessful atp attempts, and one 41j shock successfully terminated the arrhythmia. Technical services (ts) provided reprogramming recommendations. This crt-d remains in-service. No adverse patient effects were reported.